Event description:
Continuous epidural started with 10 cc/hr. Volume limit on pump would not go above 10 cc. Rate and pump were set correctly. Alarm on pump rang. When staff went to shut off alarm they noticed 35 cc of solution had already infused. The pump was taken off and dr notified. Pt had numbness in her arms and hands but able to move them well. Dermatome level c4 - c5.